Manufacturer narrative:
Information contained in this report was previously submitted through asr. In response to FDA report number mw5063953. (B)(4). The events of inflammatory nodule, fibromyalgia, and neurological deficit/dysfunction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, fibromyalgia, and "stroke-like symptoms." Patient additionally reported "silicone in her lungs, granulomas, nodules in my lunges, ground opaque glass. This give me shortness of breath, chronic cough, fatigues, weigh loss, chest pain, several melanomas" and "swollen lymph nodes." Device has been explanted.